Manufacturer narrative:
A ge svc rep performed an on site investigation. The locking assembly was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the monitor are on the 2800 sys would drift from the locking position. No pt injury was reported.